Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the hospital after falling and fracturing their hip. Review of the implanted system revealed rv loss of capture but all other measurements remained stable. A revision procedure was performed and this rv lead was surgically abandoned and replaced. No adverse patient effects were reported.